Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Also, found sensor cannula damaged, missing broken part. Also, performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and found a dull point at the tip of the insertion needle. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had needle pulling out the cannula when removed it, the customer¿s blood glucose was 111 mg/dl. The sensor will be returned for analysis.